Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure continued with third-party generator using monopolar energy.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed errors c-34 and replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis, and the reported error was confirmed using system logs, which recorded errors c-34 on 01/05/2026. Upon visual inspection, an issue was identified that may be related to the reported event. During testing, the erbe unit displayed error code c-34 upon startup, and a review of the erbe log showed error c-00. The erbe will be sent to the original equipment manufacturer (OEM) for further analysis. The complaint was confirmed based on failure analysis. The probable root cause is due to a component failure caused by an operational problem within the erbe.

Event description:
It was reported that during a da vinci-distal gastrectomy assisted surgical procedure, the user informed the technical support engineer (tse) that they encountered error c-34 on the integrated electrosurgical unit (iesu) or erbe, which was not resolved by power cycling the device. The tse confirmed the error in the logs and advised the user to use an alternative device, such as the force triad or ft10, to continue the surgery. The user continued with the procedure as planned. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.